Event description:
A stone extraction was performed on a female pt with unk med conditions that had previously undergone a papillotomy. The stone extraction was attempted with a soft wire basket that was damaged from prior use. During the attempt the stone was captured and the basket/stone impacted in the bile duct opening. The physician cut the handle from the basket and removed the endoscope. He reintroduced the endoscope along the side of the basket and performed an extended papillotomy. The basket and the stone were removed successfully, however, a retroperitoneal perforation occurred. The pt is in satisfactory condition.